Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that all the keypad buttons on their device were completely unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/18/2013 with the following findings: no moisture was observed from the pump exterior. A leak test was performed and a bolus button leak was found. The bolus button cover was also partially detached from the pump and the button was unresponsive. The bolus button cover was removed and the bolus button slug was observed to be missing. The pump case was opened and moisture was found in the pump case and on the keypad flex connector. No damage was observed to the pump keypad cover. During testing, the contrast keypad button was intermittently unresponsive, which has no effect on insulin delivery function; all other keypad buttons responded properly. The keypad cover was removed and contamination was found under the up arrow and contrast key contacts.